Event description:
It was reported that catheter removal difficulties occurred. A 24 x 4.00 rebel stent was advanced but was unable to cross the target lesion as the device kept on getting hung up. Upon removal of the device, significant resistance was encountered and the physician was having difficulty in removing the device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).